Event description:
On (b)(6 2022, minerva received a medwatch, mw5110604, from FDA for same event. This report reflects the results of manufacturer investigation for the event previously reported by the facility. An ablation procedure was performed on a 46 years old patient suffering from aub. Diagnostic hysteroscopy was performed, and no pathology was seen. Visual d&c was performed using the truclear system. After the ablation device was inserted and deployed, the uterine integrity test (uit) was initiated and failed, indicating a possible uterine perforation. The ablation device was removed and diagnostic hysteroscopy was performed. Adequate distention of the uterine cavity could not be achieved and the user did not see any obvious evidence of uterine perforation. The minerva device was inserted and deployed for a second time. Uit was initiated and passed, which was followed by 120 seconds, uninterrupted ablation cycle. The device was unlocked and removed. Post ablation hysteroscopy was performed, and a uterine perforation was seen, with bowel visible through it. The patient was transferred from the surgery center to the hospital. Uterine perforation was confirmed, but no damage to the bowel was seen. The patient was kept overnight for observation and discharged the next day. Two days later the patient reported that she was not feeling well and was taken back to the operating room for re-evaluation. At the time of surgery, previously undiagnosed bowel perforations were seen. Bowel resection and anastomosis was performed on small bowel and resection and colostomy was performed in sigmoid colon. After surgery, the patient was transferred to the ICU for observation and recovery. The patient recovered and discharged.

Manufacturer narrative:
On (B)(6) 2022, minerva received a medwatch, mw5110604, from FDA for same event. This report reflects the results of manufacturer investigation for the event previously reported by the facility. Uterine/bowel perforations are known complications of endometrial ablation. Complications associated with perforations are addressed in the warning section of the operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. Activation of the minerva disposable handpiece in the setting of a uterine perforation is likely to result in serious patient injury. Excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator, and it might not detect all perforations. Clinical judgment must always be used. Post-treatment, any patient-reporting signs/symptoms that could indicate a serious complication, e.g., bowel injury, should be thoroughly evaluated without delay. As with all endometrial ablation procedures, serious injury or death can occur, including but not limited to injury to adjacent tissue, such as bowel, bladder, vagina, vulva, and/or perineum. There were no reports of system errors during the procedure. The disposable handpiece used in this case has not been returned; therefore, a failure analysis of the complaint device could not be completed at this time. Request for handpiece return has been made, manufacturer is awaiting the return. The lot number of the disposable handpiece was provided, a device history record review was performed. All handpieces meet all qa specifications when they are released, including adequate sterilization. Although it has been determined the minerva es controller did not contribute to the perforation event, minerva surgical requested and received it for evaluation. Controller passed all tests during investigation and performed as expected. The controller's uterine integrity test is performed prior to activation of the ablation phase. This test is only an indicator of a suspected perforation when alarmed and may not detect all perforations, as stated in the operator's manual. Clinical judgement must always be used.